Event description:
It was reported that the customer's pump screen was dark and would not turn on, with a malfunction occurring approximately four months ago. There was no adverse impact to the customer's blood glucose level. The customer was unable to troubleshoot or provide the pump's serial number at the time of the call, and cts arranged a follow-up so the customer could call back with the pump to continue troubleshooting.